Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva nano system.

Event description:
Customer reportedly received results of 100 mg/dl on the mobile system and 50 mg/dl on the aviva nano system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer ate an apple and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.